Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear and caused leakage as fluid was observed exiting the tear. The tear was confirmed to have caused the leak. There was no other damage found with the device that would result in the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 400 mg/dl (>22.2 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated there was leaking during wear. The pod site smelled of insulin and the adhesive was wet. A new pod was applied and treatment was resumed. The device evaluation found a tear in the cannula.